Manufacturer narrative:
(B)(4). Products returned are currently under evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Nurse calling on behalf of customer, complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 130-150mg/dl fasting. Verified test strips expire 02/28/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Customers nurse stated customer is insulin dependent and on dialysis date in meter correct time is off .

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Nurse calling on behalf of customer, complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 130-150mg/dl fasting. Verified test strips expire 02/28/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns: any result above 200mg/dl . Customer's nurse stated customer is insulin dependent and on dialysis date in meter correct time is off.